Manufacturer narrative:
The insulin pump was received with no button error alarm. The up arrow button did not respond due to corroded keypad traces. No scrolling numbers display anomaly was noted. The pump was unable to perform displacement, rewind, and basic occlusion, occlusion, prime and excessive no delivery test due to button keypad anomaly. The pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings and a button error on the insulin pump. The customer's blood glucose reading was 429 mg/dl. The customer treated for the high readings. The customer stated that she gave herself a bolus and the numbers were ramping on their own. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.

Manufacturer narrative:
The information provided for date of this report was incorrect with the initial medwatch report. The correct date has been provided with this report.